Manufacturer narrative:
It was reported that the patient experienced an skin irritation while using the electrode - patch - universal 2 channels. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: age extremes, that was 7 years old. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported on 19 august 2025 the patient relative stated patient had skin irritation described as burning, bumps, hives like rash wearing the universal electrode-patch. Patient services (ps) discussed skin prep, scrub pad 1 time use, rotating adhesives, & alternative wearable options. Md sought medical attention for skin irritation. Patient removed the device on (B)(6) 2025. Additional information was provided from patient mother on (B)(6) 2025. The patient mother stated for skin prep regimen they used scrub pad. The patient has no report of skin sensitivity/allergies. Patient symptoms did not improved but worsen. Patient mother changed patch every 4-5 days. No photos of the skin irritation can be provided. Patient mother provided clarification as patient was taken to the pediatrician and received a written prescription of triamcinolone to apply to his skin and provided medication to take oral prednisolone. Patient mother stated the incident date was on (B)(6) 2025. No further information to provide.